Event description:
On 01-apr-2025, the user reported an event occurring on (B)(6) 2025 where they experienced low blood glucose (bg) of 31 mg/dl leading to the loss of consciousness. Emergency medical technicians (emts) were called and transported the user to the emergency room (ER), where bg was treated with intravenous glucose and food and released the following morning. No long-term health effects were reported. The user was scheduled for additional training with a clinical diabetes specialist.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.